Event description:
The facility reported an infusion pump with a non-functioning channel a select key. The event was reported to have occurred during patient use. It is not known whether or not the incident occurred during a patient infusion. According to the hospital rep, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.